Manufacturer narrative:
Draeger is still investigation the reported incident. A f/u report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that after a short time of use, the device started to smoke. Directly after switching on, smoke was observed and the user switched off the device immediately and forwarded it to repair. There was no pt injury reported. (B)(4).